Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx xience prime 4.0 x 15 mm is being filed under a separate manufacturer report number. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of angina, ischemia, and restenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2012, five xience prime stents were implanted in coronary arteries and approximately 12 months later, the patient had swollen hands (edema). Non-cardiovascular medications, naproxen, was given and the swelling resolved without an adverse patient sequela on (B)(6) 2013. On (B)(6) 2013, approximately 15 months after the index procedure, at a follow-up visit, the patient complained of angina. There was no treatment provided, this was reported as a non-serious event and the angina resolved without an adverse patient sequela. On (B)(6) 2013, approximately 15 months after the index procedure, at a follow-up visit, the patient complained of angina. Cardiac medication, nicorandil, was given and the angina resolved without an adverse patient sequela. This was reported as a non-serious event. On (B)(6) 2013, approximately 15.5 months after the index procedure, the patient was hospitalized with angina, an angiogram was done with findings of severe restenosis in the lad stent extending distally and ischemia. On (B)(6) 2013, a percutaneous coronary intervention (pci) was done and the angina resolved without an adverse patient sequela on (B)(6) 2013. There was no diagnosis of a myocardial infarction. There was no additional information provided.